Event description:
Customer reported an abo discrepancy on the galileo using the fwd-abo assay; unexpected positive reactions were observed for anti-b series 3. The galileo interpreted a patient sample as ab positive. The sample was retested and was a positive. No adverse effects were observed.

Manufacturer narrative:
Retention testing of anti-b series 3, lot 203239 was performed as expected. Customer was given guidance from the galileo operator manual which states that forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or an rh (d) negative sample being interpreted as rh (d). For this reason, abo results should always be compared to the patient or donor's history. The customer does not have sample to return for investigation testing.